Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had an implantable neurostimulator (ins) in their back and the leads kept slipping. The ins battery burned their left side and had to be moved to their right side. The patient stated that they wound up with four back surgeries besides the initial test. It was noted that the issue occurred about five years prior to the date of this report. It was further reported on (B)(6) 2019 that the ins just did not work for them. The patient stated that they ended up having the device explanted because it didn¿t work for them and kept them from getting mris, even though it wasn¿t working. No further complications were reported or anticipated. Indication for use is unknown.